Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the scarring. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported experiencing high blood glucose (bg) levels while wearing the pod, but the exact value was not provided. The patient stated that the insulin is not absorbing correctly in their skin. The patient further stated the 45-degree angle and 6 mm length of injection is not sufficient in their case as they have some places on their body that are not suitable for the pod, and they must use the same spots too many times leading to scars. The patient believes because of this, insulin coming out of the pod is not having the desired effect on their bg levels. The patient reported they are rotating the pod site between their abdomen to their arm, and found the arm works best, but scarring is there as well. The patient has spoken with their healthcare provider and for now the plan is to start with manual daily injections for a while.